Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level, as the pump issue did not lead to any reported concerning readings. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue returned, which the customer understood.